Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator to power on and deliver therapy. The ventilator was evaluated by the manufacturer and the allegation was not confirmed. The device was found to power on and deliver the prescribed therapy. No issues were noted with the device's performance.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has been returned to the manufacturer but not yet evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.